Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call, the customer was hospitalized due to high blood glucose of 705 mg/dl on (B)(6) 2017. Customer's son did not provide any hospitalization details. Customer experience high blood glucose symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. Troubleshooting was performed on the insulin pump and no issues were noted. The device had passed the high pressure test. The insulin pump is not returning for analysis.